Manufacturer narrative:
Returned product consisted of a ffr comet pressure wire. The tip, device shaft, sensor port and the modulation values were examined for damage or any irregularities. The guidewire shaft showed a kink at 180.5cm from the tip. The tip showed some bends. There was also some of the coating peeling off the guidewire shaft at the 180.5cm location. No other damage was noticed on the shaft. The sensor port showed no residue of blood. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The coefficient was confirmed to be in specification. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed 19 march 2018. It was reported that a comet pressure guidewire was used in the procedure with no issue. Returned device analysis revealed some slight peeling of the device coating.